Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient's blood glucose (bg) levels rose above 350 mg/dl after wearing the pod for approximately two days. Despite several micro boluses, the patient's bg levels kept rising and rising. A new pod was applied and the bg levels began to go down. When the pod was removed from the infusion site, the pod's cannula was found to be dislodged.